Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the returned lead was cut at 24.5 cm from the connector. The distal end of the lead was not returned. Analysis found outer insulation abrasion at 11.6 cm from the connector. The is-1 proximal cables were slightly exposed in this area; however, the etfe insulation was not damaged. The lead exhibited normal electrical characteristics. The insulation abrasion is consistent with friction to the can.